Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, left knee. It was reported that when pressing in the ts insert using thumb pressure and flexing and extending the knee, the wire had come loose. A second implant was opened, used, and performed as expected. A surgical delay of less than a minute was reported, unknown if tourniquet was used. Rep reported that the surgeon will not release any additional information as no patient harm was perceived.